Manufacturer narrative:
There was one (1) malfunction event reported regarding a stripped abutment. The returned product was determined to have an abutment screw that was too long. This is what caused the abutment to not fully seat. In an attempt to fully seat the abutment, it may become stripped with excessive attempts. The screw being too long within the production of the abutment was determined to be a manufacturing defect. This report was attempted to submit on 04/29/2022. However, due to webtrader system issues, the report would not transmit via webtrader. An esg helpdesk ticket was opened on 04/29/2022 covering the issue. The ticket number was 308034. Ticket 308034 was resolved on 05/03/2022. Hence, allowing for the attempt to transmit on 05/04/2022.

Event description:
This report summarizes one (1) malfunction event. A review of the event involves an abutment being stripped. The report was received with no patient adverse events. No information regarding patient demographics was provided as well.